Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome. The low reservoir alarm could not be verified and the displacement test could not be performed due to the keypad anomaly. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the buttons on the insulin pump were not responding, only the act button worked. Customer's blood glucose was 200 mg/dl. Customer was unable to clear alarms on the device. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to backup plan. No further information reported.